Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and evaluation results of the suspect device. An olympus technician completed a full evaluation of the subject device. The front panel is damaged, appears to be from a fall or excessive mechanical stress. Equipment does not turn on, as the internal network filter and the power supply is burnt. The heat sinks and xenon lamp from it are missing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the cause of the visera 4k ultra high definition xenon light source not powering on is likely from the burning of the internal board and power supply. The cause of the burnout of the power supply circuit is likely from the user mistakenly turning the power on with improper voltage which resulted in the board to burnout. The following information is stated in the instructions for use regarding the connection which may have prevented the event: "specifications power requirements voltage (ac) (see electrical rating plate): 120 v, frequency 50/60 hz, input: 6 a, voltage fluctuation within 10%" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. If additional information becomes available at a later time, this report will be supplemented accordingly.

Event description:
The field service engineer was informed by the user facility that the visera 4k ultra high definition xenon light source did not turn on prior to procedure. The light source was reportedly connected to the electrical network at the wrong voltage. The equipment is only 127 volts and was turned on at 220 volts attributing the equipment to burn out. There was no patient involvement and no adverse outcome to the procedure.

Manufacturer narrative:
The correct aware date is july 30, 2021. The investigation is ongoing; therefore, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The field service engineer (fse) was scheduled to perform a preventative action on the user facility's equipment on july 1, 2021. On july 30, 2021, the fse visited the user facility and became aware that the visera 4k ultra high definition xenon light source did not turn on prior to procedure. The light source was reportedly connected to the electrical network at the wrong voltage. The equipment is only 127 volts and was turned on at 220 volts attributing the equipment to burn out. There was no patient involvement and no adverse outcome to the procedure. The device was replaced and the intended procedure was completed. The device evaluation is pending as the unit is expected to be returned for evaluation.